Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
UDI #: (B)(4). Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. In this case, it was reported that there was a small separation of the aortomitral continuity due to significant decalcification and placement of the intuity valve with the balloon expansion, which most likely separated the mitral valve curtain from the aortic annulus causing the lv outflow tract communication to the left atrium. The reported event was not confirmed. However, based on the information provided, it has been determined that this event was most likely due to patient and/or procedural related factors. There has been no indication or allegation of a product malfunction. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that an 8300ab 23mm intuity elite aortic valve was implanted, then explanted due to a small separation of the aortomitral continuity. This patient presented with severe aortic stenosis requiring avr. Initially, the subject device was used. However, after coming off cardiopulmonary bypass, there appeared to be a communication between the lv outflow tract and the left atrium. Therefore, the decision was made to go back on cardiopulmonary bypass and replace the valve. It appeared that there was a small separation of the aortomitral continuity due to significant decalcification, and placement of the intuity valve with the balloon expansion, which most likely separated the mitral valve curtain from the aortic annulus causing the lv outflow tract communication to the left atrium. However, after replacement with a magna ease 23mm valve and placement of the pericardial sutures and placement of annular sutures in a horizontal mattress fashion with the felt pledgets, there was no complication noted. The patient tolerated the procedure well. He was transferred to the ICU in stable condition. It was reported that the surgeon decided not to use another intuity elite valve because he was concerned with the pledgets impeding the proper frame expansion.